Manufacturer narrative:
The site declined to provide patient information, referencing (B)(4) privacy laws. A medtronic representative, following-up at the site, reported navigation was accurate during the placement of the first 2 pedicle screws, however, was "off by a vertebral body level" after that. It was noted that possibly the patient tracker was not locked into place and was bumped at some point during the procedure. When surgeon began to navigate the placement of the third pedicle screw, noted the navigation issue immediately. Another spin of the o-arm and the procedure was completed successfully. Issue resolved by ensuring the patient reference, used with a percutaneous pin, is locked into place before proceeding. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The surgical setup was simulated with the imaging system and spine model. Several 3d imaging spins were taken and checked for navigation accuracy. The rep was unable to duplicate the inaccuracy reported by the surgeon. The rep attended the next imaging/navigation case and there was no recurrence of the original problem. At the completion of the case, the rep checked the basic geometry error of all instruments used, plus instruments from a second set. The hardware, software, and instruments passed the system checkout. The navigation system and imaging system were found to be fully functional. The surgeon was present during these tests and was satisfied with the results. The site staff was trained to make sure that the patient reference frame (used with perc pin) is firmly locked into place before proceeding with navigation. They will continue to monitor with no further action required at this time.

Event description:
A medtronic representative reported that, while in a spine procedure, using an o-arm imaging system, the surgeon was accurate medial and lateral, however, one level inaccurate. When the surgeon was touching the probe to the spinous process, the navigation system showed being one level off; the specific level was not noted. The surgeon took a second o-arm spin of the patient and was accurate after the second spin. The post-op computed tomography (CT) spin showed the screws were placed accurately. The surgeon opted to complete the procedure without the use of the navigation system and the imaging system. There was no impact on patient outcome.